Event description:
It has been reported to philips that the flexvision monitor fails half-sided (left). There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the flexvision monitor failed to be half-sided. The fse found that the monitor showed an error pattern with a half-page display that was not reproducible. To resolve this issue, fse replaced the wiring of the two dvi channels in the b cabinet. After the replacement of two dvi channels, the system was returned to use in good working order. The codes were updated based on the investigation outcome.